Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm - unknown timing. The customer reported a blood glucose value of 300 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-332a, mmt-399a, mmt-1884. Troubleshooting was performed. Pump passed 5u fill cannula test. The customer reported high bgs. The customer declined to troubleshoot for high bg. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-1884.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thump. Insulin flow blocked alarms were found in the history files during bolus delivery on (B)(6) 2024 from 11:42:00.00 to 15:39:22.00. The pump was cut open and found evidence of moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case - corner of belt clip rails, label damage (faded, stained), scratched case. In summary, insulin flow blocked alarm was not confirmed during testing. Pump passed the full drive test. Insulin flow blocked alarms during bolus delivery were noted in pump history download. Exposed to moisture confirmed on the pcba 1 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.